Event description:
The user facility reported a 75-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. During support, it was noted that impella catheter needed to be repositioned. The catheter was advanced under echo guidance. The physician was satisfied with the positioning. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
D6a and d6b revised from the initial manufacturer device report 1220648-2024-09075 in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-09075 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-09075 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-09075. H6 investigation conclusions revised from the initial submission in accordance with updated procedures.